Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due extrusion of the receiver stimulator. The recipient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This is a duplicate report of MFR report # 6000034-2015-00375 filed on february 23, 2015. Any further information will be provided via MFR report # 6000034-2015-00375. This report is filed march 12, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.